Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. No complaint sample was available for assessment but the retained sample was evaluated and no contamination was found on the dressing. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. All documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported that during use of the product, the patient suffered from urticaria.